Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure went successfully and the closure device was implanted in the laa of the patient. The device was implanted with a compression that was low at 11%-14%. At the 45-day follow up a transesophageal echocardiography (tee) was performed. The physician found that the device had embolized in the descending aorta. The patient was stable and showed no symptoms. The device was retrieved with a snare in the right femoral artery. The patient was discharged home and is doing great. There is no plan at this point for the patient to undergo another laa implant procedure.